Manufacturer narrative:
The reported events of conductor fracture, oversensing noise, increased right ventricular impedance and high right ventricular pacing threshold were confirmed. As received, a complete lead was returned in five pieces. Final analysis found that the insulation was fractured/crushed at 31.0cm to 31.3cm and 35.0cm to 36.0cm from the connector pin, as well as 27.0cm to 27.8cm from the distal tip. The damage sustained resulted from clavicular crush. Final analysis also found that the insulation was abraded at 29.7cm to 30.8cm from the connector pin, as well as 9.1cm to 9.5cm from the distal tip. These abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The cause of the reported event of conductor fracture and increased right ventricular impedance was due to the fractured inner and outer coils due to clavicular crush. The cause of oversensing noise, and high right ventricular pacing threshold was due to clavicular crush damage and external insulation abrasion which is consistent with friction to another device or feature of the patient anatomy.

Event description:
Related manufacture reference number: 2017865-2021-17907. It was reported that a patient presented to the clinic on (B)(6) 2021 with high and out of range pacing impedance and high capture thresholds on their right ventricular lead. Noise that led to oversensing was also noted on both the patient's right atrial and right ventricular lead. Both leads were explanted and replaced on (B)(6) 2021. Both leads were confirmed to have conductor fractures upon explant. There were no patient consequences.